Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ruptured implant side unknown device remains implanted.

Event description:
Healthcare professional reported right side ruptured implant. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening on posterior side assessed as fold flaw opening. Additional observations: ¿ wear abrasion is observed. ¿ creases are observed. ¿ observed 40 mm dark patch edge material inside gel device. ¿ stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Both device tags included in initial email, side affected has recently been specified.

Event description:
Healthcare professional reported right side ruptured implant. Device has been explanted and replaced.